Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specifications as per service installation record. During onsite visit the field service engineer checked the laser system and replaced the vacuum unit filter module. Field service engineer performed system verification as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient's left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to company for evaluation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during creation of a flap there is a vertical gas breakthrough in the left eye, and the flap was not lifted during refractive surgery. And the excimer procedure was postponed. There are two related reports for this patient. This report addresses the patient (B)(6), left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).